Event description:
A report was received that the patient had difficulty charging the ipg. X-ray confirmed that the battery had flipped. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead was removed and the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. X-ray confirmed that the battery had flipped. The patient will undergo a pocket revision procedure.